Event description:
Boston scientific received information that this patient had contacted the cardiac physiologist due to this communicator power cable being burned and melted. A replacement has been requested. No additional information is available. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.